Event description:
Metal flange on mbt punch broke. It was retrieved from patient. Not repairable. Update (B)(6) 2013 do to hee report, changing decision from MDR no to MDR yes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned keel punch confirmed one of the flanges broke off. The investigation could not draw any conclusions about the root cause of the fracture, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to investigate, identify root cause and corrective action. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.